Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of change sensor alarm after every battery change. The customer states having a crack where the reservoir and the battery cap area. The customers blood glucose at the time of incident was unknown. Troubleshoot found change sensor alarm present. The customer is being sent out a continuation of therapy pump. The customer was advised to monitor device, and that it would be replaced if it occurred a second time.